Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the co2 function would not activate when a line was connected to the device to perform calibrations. There was no patient involvement.